Event description:
Device 1 of 2. Reference MFR report: #1627487-2014-23026. It was reported the patient experienced pain at the ipg site due to weight loss. It was also reported the patient experienced ineffective stimulation and has not used her system in five months. Reprogramming was unable to resolve this issue. Subsequently, the patient desires to undergo surgical intervention and have her system explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.